Event description:
The customer reported that the system locked-up during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monoblock was identified as being defective. The customer reported they were not interested in repairing the system and would rather seek replacing the system with a new one.